Manufacturer narrative:
The manufacturer had previously reported that the lcd screen was replaced to address a blank lcd screen. During the evaluation of the device at the manufacturer's service center, the device's buttons would not respond to button pushes. The device's keypad was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator's lcd screen was blank. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's lcd screen needs to be replaced to address the issue.